Event description:
It was reported that a pump alarmed for a system error 345 while delivering medication to a patient in the med surg care area (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and confirmed a system error 345 alarm. It was observed that the alarm was caused by a failed upstream sensor. Further evaluation found pry marks in the upstream sensor which caused this failure. Pry marks were also observed on the door, front case and downstream tubing guide. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. See scanned page.